Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over to 1 station. A technical support specialist found that the specific patient was discharged on june 5, 2026, at 12:34 pm. However, based on discussion with the customer, the patient was still showing as admitted in sunrise_adt. Instructions were provided to undo the discharge status by logging into pes (pyxis enterprise system), navigating to settings, patients, locate patient, editing the "discharge date" field, entering a future date, and saving the changes. The customer was able to update the discharge date to 06/08/2027, which was allowed only up to a maximum of one year from the current date. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer re-reported that one patient was not showing on the station. The patient information had suddenly been deleted from the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.